Event description:
Intrinsic interventions is distributing urine screen devices to child services agencies which are labeled for forensic use only. They also sell devices that are FDA cleared allegedly. They are misrepresenting the product and its intended function.